Event description:
It was reported that during the implant procedure, there was an apparent lead fracture noted. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the device was returned and analyzed. Primary analysis findings indicated no anomalies. A lead was fully inserted into all connector ports; all setscrews were tightened and retained their lead. However, visual inspection indicated setscrew obstructing bore at receipt. No anomalies were found. The full lead was returned and analyzed. The outer insulation was torn at medial section (38 cm).